Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to manipulate the vessel sealer extend (vse) instrument with the endowrist movement. The instrument was removed and the technician was unable to articulate the jaws open or closed. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and confirmed that instrument was installed on robot for first time. No codes were generated. Instrument was noted to have the jaws stuck. The jaws were open upon insertion. The surgeon was unable to manipulate the instrument. The instrument was removed with the jaws partially opened, the tech had trouble opening the jaws with the instrument release button on the back. No, instrument was never able to be used. Jaws were not stuck on tissue. Instrument did not move at all. Surgeon head was inside the console and removed their hands from hand controls. Instrument was replaced with another vessel sealer. Instrument was returned. Please refer to section a for patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "surgeon was unable to make movement. The instrument was removed and the tech was unable to articulate the jaws open or closed. A new instrument was opened and utilized". The instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged. The instrument was found to have the grip open ring dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, further more affecting the operation of the instrument¿s jaws. The jaws would not open during in-house testing. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument passed the recognition and engagement test. The jaws failed to open during testing. Root cause attributed to manufacturing.